Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Two pieces were adhered to the lens case with one other piece returned loose in a plastic biohazard bag. Both haptics are attached to the lens. An extra haptic, that has been broken in the gusset area, is adhered to one of the attached haptics. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The reported event of a third haptic was observed. The product investigation could not identify a root cause for the reported complaint. The extra haptic was observed adhered to one of the attached haptics. The extra haptic was observed after the lens was implanted in the eye. We are unable to determine to origin of the extra broken haptic. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of broken intraocular lens (iol) haptic. Additional information has been requested, received and stated lens had an extra haptic (3rd) which was stuck on one of the haptics. In the surgeon¿s opinion, production error of lens caused or contributed to the event. The iol was explanted during initial procedure. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).